Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation. Section h6: code d12-the gore® dryseal flex introducer sheath instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e. Dissection, rupture, perforation, tear, etc.)".

Event description:
It was reported that on (B)(6) 2023, a patient presenting with an aortic ulcer was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. The trunk ipsilateral leg was introduced and implanted from the right after a dissection on the left side caused by the wire and the gore® dryseal flex introducer sheath (dsf). The sheath being used to implant the device on the right side ultimately slipped out and access was lost. Dsf1233 (sn (B)(6)) was used on the patient¿s left side, and dsf1633 (sn (B)(6)) was used on the right side. The patient was converted to open surgery and the device was explanted. The patient tolerated the procedure.

Manufacturer narrative:
D10: gore® dryseal flex introducer sheath dsf1633 and gore® excluder® conformable aaa endoprosthesis. H3: the device has been discarded at the facility, no product evaluation can be performed. H6: g07002 used for introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.